Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that 7 days after the patient had been implanted on (B)(6), the patient had a 1 lpm increase in flow. The ldh and hgb were stable and the patient was on plavix and heparin. A logfile analysis was done and a small increase in power was seen. The next day, a new analysis showed the same result. On (B)(6), the patient was given alteplase with a good result. After a while, the flow increased again and the patient was given acetylase. This time, the patient became incoherent and short of breath. It was then decided to take the patient to surgery for a thoracotomy on suspicion of tamponade. During the procedure, there was no evidence of massive bleeding as a cause of the high flows. The patient died after reanimation. No additional information was provided.

Manufacturer narrative:
After further review of additional information received adverse event and/or problem, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. Correction: model/lot #, the pump ((B)(4)) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed an increasing trend in power consumption starting on (B)(6) 2016 to parameters outside of the normal operating range on (B)(6) 2016 confirming the reported rise in power. Starting on (B)(6) 2016 a decrease in power was observed leading to parameters below the normal operating range. 5 low flow alarms were recorded since (B)(6) 2016. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the increasing trend in power consumption can be attributed to external factors such as thrombus formation. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to the patient's past medical history, recent implant procedure, medical treatment, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. The most likely root cause of the increasing trend in power consumption can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.